Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a 5.5" (14 cm) appx 0.55 ml, smallbore tri fuse ext set w/3 chemoclave, spiros w/red cap, 3 clamps it was reported that the spiros at end of bonded tri fuse set noted to be leaking after flushing with saline. There was delay in patient care. There was patient involvement and no harm.